Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 3.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 3.x indicating that the wireless portable detector is recommended to be replaced as it has impact artifact. The device was in clinical use and there was no patient or user harm. The field service engineer (fse) performed an analysis and concluded that the customer had dropped the detector, which caused the damage. After the drop, image artifacts occurred. The fse replaced the damaged detector with a new wpd detector, performed gain and pixel calibrations, and returned the system to use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the wireless portable detector is recommended to be replaced as it has impact artifact. The device was in clinical use and there was no patient or user harm. Additional information received that the detector was dropped by the customer.